Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported 150mg/dl and 440mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.